Manufacturer narrative:
If additional information is received, we will report within 30 days of receipts. MDR reportable event trends are reviewed in quarterly franchise management review meetings.

Event description:
On (B)(6), 2014 our (B)(4) affiliate received an email from a patient (pt.) Reporting having experienced an ocular event while wearing acuvue 2 contact lenses (cl). Our affiliate provided a translation of the email was provided as follows: "I wore acuvue clear contact lenses for 3 months without problems. In (B)(6) I started to wear acuvue 2 and started to have irritations, conjunctivitis, and a corneal disease called acanthamoeba. I went to the doctor and he prescribed the eye drops: brolene and biguanide, and because of the high costs I wouldn't be able to buy them and continue the treatment. Could you help me?" Our firm has made several unsuccessful attempts to collect additional information from the pt. The pt has not responded to multiple requests for additional information. The wear and replacement schedules and lens care solution are unknown. The lot number was not provided and the suspect product were not available.